Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "long-term outcomes of the bi-metric proximally hydroxyapatite-coated femoral stem," which aimed to evaluate the 20 years survival and clinical and radiological results in a prospective cohort of patients. Nine patients identified in the article underwent a hip revision procedure due to aseptic loosening of the shell. There has been no further information provided and the patient outcome is unknown.